Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons did not work mainly the middle button it was an intermittent fault it sometimes work and it did not and had to press buttons more than once before it responds when they bolus. The customer¿s blood glucose was 11.6 mmol/l at the time of incident. Customer stated that the scroll bar was not moving with no input and pressing menu button takes them to the menu screen. Customer stated that block mode was inactive. The customer stated that all buttons work after pressing 2 or 3 times. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
During power up, the down, up, and middle (enter) keypad buttons did not work. Did not note any signs of previous moisture presence or corrosion underneath the keypads or on the boards/motor assembly inside the device. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and/or flex cable.